Manufacturer narrative:
Per chemistry: a thin and long semitransparent particulate was confirmed in tubing. Production records of suspected lot numbers were reviewed, but no abnormality related the complaint was recorded. Ir spectrum of the particulate showed similar absorption characteristics when comparing to abs resin. The particulate was suspected to be a part of under cap of drip chamber per result of ir analysis. Further investigation on manufacturing process found that a part of mold pin which was used for molding for under cap of drip chamber was sharp. It was suspected that a part of injection pin was sharp to remove mold runner (excess part of components during injection molding), so the chip of resin occurred when runner touched pin, and then IV set was contaminated. Actions: the related operators were notified of this event and the suspected root causes. A sharp part of injection pin will be removed not to cause small chip of resin even if runner touches.

Event description:
It was reported that white fibrous material was found in the fluid lumen of the tubing during priming. It was observed when the kit was being connected to the patient. There were no patient complications reported.

Manufacturer narrative:
Received one single dpt kit with the IV set and pressure tubing. The IV spike was attached to a 500ml saline bag as received. Examination revealed a white or clear loose substance was captured and floating within the priming solution inside the IV tube. The substance was approximately 7mm long. No flush test was performed. The product passed device history review. Supplemental will be forthcoming with the supplier investigation and chemistry results. Possible lot numbers reviewed: model lot# mfg date exp date tc2119sa_ ek1657mt june/2014 5/31/2016; tc2119sa_ el0346mt june/2014 6/30/2016; tc2119sa_ el1355mt june/2014 6/30/2016; tc2119sa_ en0425mt august/2014 7/31/2016.